Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s current blood glucose level was 118 mg/dl. The customer also stated that they received motor error alarm and keypad anomaly. The drive support cap appears to be normal. Troubleshooting was performed. The insulin pump will be returned for analysis.